Event description:
It was reported that the right ventricular lead exhibited noise which was reproducible with positional testing. The patient was symptomatic to the pauses in pacing. The ventricular bipolar lead impedance measurements were out of range. The device was changed to voor mode and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.